Event description:
As reported to coloplast, though not verified, following implantation of the altis device the patient began experiencing dyspareunia, pelvic pain, and vaginal pain, among other symptoms. Patient experienced mesh erosion and underwent a surgical revision in (B)(6) 2025. Patient is receiving ongoing medical treatment for her injuries and pain. Her prognosis is unknown.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.